Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display screen was blank. The distributor verified that the pump had power and audible tones. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 05/02/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed multiple records of call service alarms. On investigation, the display screen was fully illuminated and functional. Investigation did not duplicate the alleged blank display and the pump was found to be operating within the required specifications without malfunction.